Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/04/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/14/2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that all of the keypad buttons were properly responsive: the reported keypad issue was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the battery compartment was observed to be cracked in the areas above and below the grip pad. A battery cap was not returned with the pump; a test battery cap was used during the analysis.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.